Manufacturer narrative:
Samples were plasma. Qc was within specifications on the day of the event. System checks run on (B)(4) 2011 passed within specifications. A field service engineer (fse) went on-site (B)(4) 2011. Fse found some debris on the substrate probe and replaced it. Fse then performed a preventive maintenance (pm) and performed a system check and qc which all resulted within specifications. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the access 2 immunoassay system for two patients. Upon repeat analysis, results in the normal reference range were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.